Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, the customer noticed that the device had a mechanical failure, there was excessive staple and it induced bleeding towards the patient. The patient is alive and fully recovered. No additional information was provided.